Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor intermittently failed a pulse test. The cause for the pulse test failure was isolated to oxidation on tin pins j1002aa and j1003aa on defib board and j1000 on ca board. Oxidation build-up on the connectors caused intermittent high resistance connections, resulting in false readings and intermittent test failures. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor cannot run detect and treat testing.